Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and the device did not have any visual discrepancies. The tubing channels appeared clear and free of debris. A flow rate test was performed with no issues noted. An event history log review (ehlr) was performed, and it was noted that there was a system error 20602 (monitor motor stall). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Testing was unable to confirm reported system error and no further action for repair is required; however, a system error 20602 (monitor motor stall) was found during ehlr, therefore the cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced an unspecified system error. A patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a2, a3a, a4, a5, a6, b1, b2, b5, h1, and h10 b5: upon additional information, the patient was in the intensive care unit (ICU) at the time of the event. The novum pump was removed from service. Additionally, it was alleged the patient sustained an unspecified ¿serious injury¿ requiring unspecified ¿medical intervention.¿ no further information provided. Should additional relevant information become available, a supplemental report will be submitted.